Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. It has been noted that the impedance values had been trending upward since the patient had a shoulder surgery on their left shoulder. All other electrical measurements were normal and in-range. No further information.